Event description:
The customer reported that the device failed to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to power up. There was no report of pt involvement. The device was evaluated at the philips. The reported symptom was duplicated. The processor pca was replaced to resolve the issue.